Event description:
It was reported that during device unpackaging and prior to use, the 3.5 x 15 mm nc tenku protective sheath could not be removed from the balloon. The device was not used; there was no patient involvement. A different device was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Abbott analyzed the returned device and confirmed the difficulty to remove the balloon sheath. A review of the complaint handling database found no similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will addressed per quality system protocol. The tenku rx dilatation catheter device is an abbott vascular manufactured device which is distributed in (B)(6) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.